Event description:
The facility representative reported a device with a failure code 500:320:844:0000. This condition occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. This device utilizes user interface module master software (B)(4) that is categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of failure code 500:320:844:0000 was confirmed during product evaluation. Inspection of the device revealed the condition was caused by a stuck channel select key on the channel b pump head module (phm) keypad. The channel b phm keypad was replaced to fix the problem. The pump was retested and returned to the customer within specification. This issue is currently being investigated under CAPA (B)(4).